Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 30mm x 2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion was predilated. A 2.75x32mm synergy drug-eluting stent was advanced but significant resistance was encountered. Following deployment of the stent, the physician observed a type b distal edge dissection. A 2.5x20mm promus premier stent was then deployed to cover the dissection and complete the procedure. No further complications were reported and the patient status was stable.